Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: the patient experienced a recurrent right inguinal hernia. This recurrence was repaired on (B)(6) 2010 via laparoscopic approach. Initial surgery date: (B)(6) 2009.